Manufacturer narrative:
On 10/29/2019, the mentor failure analysis lab received the device for evaluation. On 11/12/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a saline breast implant deflation. During analysis of the device, a rupture was noted in the anterior view, measuring approximately 0.1 cm. During the microscope examination, striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 475cc saline breast prosthesis on (B)(6) 2019.